Event description:
It was reported that the right ventricular and superior vena cava coils impedance was increased and a patient alert occurred. It was further reported that xray noted one coil to have a fracture and the other appears stretched. No coil designation was noted. A plan is in place to replace the coils. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Manufacturer narrative:
Additional information was received with the returned lead. One lead has been replaced, this lead was designated as being the lead that was "snapped". The remaining lead remains in the body. This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Manufacturer narrative:
Additional information was received with the returned lead. One lead has been replaced, this lead was designated as being the lead that was "snapped". The remaining lead remains in the body. This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned in segments, was analyzed and the defibrillator conductor was fractured. It was noted that there was blood/body fluid on the defibrillator conductor (not obstructed) and the outer insulation had cosmetic depression.